Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for a moderately calcified lesion in the lad. The lesion was predilated with a maverick balloon. After predilation the taxus express2 - 3.50 x 12 mm stent was successfully deployed at 13 atms. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician attempted to pull the balloon back out of the stent, however, the guide catheter deep seated itself and the balloon was removed intact. The physician was satisfied with the placement of the stent. No further intervention was needed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as satisfactory/good.